Event description:
Operator stated the ventilator switched off itself during transport with a black screen and the patient had to be resuscitated due to the non-functioning of the device (could not be confirmed based on the log-files and a later statement by the hospital).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6), 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was ventilating a patient. The root cause for this incident could not be determined. In consequence no parts of the device were replaced. There was patient harm reported (resuscitation of the patient) but there is no indication from the information available that the deterioration of the patient's condition and the resulting resuscitation has any causal relationship with a possible ventilator malfunction. The device functioned as intended based on the logfile analysis. The device involved was used for checks directly after the event at the same day. We have not received any further complaints regarding this device during the remediation period.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was ventilating a patient. The root cause for this incident could not be determined. In consequence no parts of the device were replaced. There was patient harm reported (resuscitation of the patient) but there is no indication from the information available that the deterioration of the patient's condition and the resulting resuscitation has any causal relationship with a possible ventilator malfunction. The device functioned as intended based on the logfile analysis. The device involved was used for checks directly after the event at the same day. We have not received any further complaints regarding this device during the remediation period. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields.

Event description:
The device went off 2x during transport for no apparent reason. The screen went black, and the patient could not be ventilated until the third start. According to the ward, the patient had to be resuscitated due to the nonfunctioning of the device.